Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found clogged channel tube and channel mount with an object resembled an endoscopy accessory and a foreign object come out of distal end, due to clogged channel unit. The additional findings are as follows: had a shaved grip; image had a partial dark area, due to scratch on objective lens; tube cleaning brush cannot be inserted, due to a clogged channel tube; bending angle in down direction does not meet the standard value, due to wear of angle wire; plastic distal end cover had a scratch; objective lens had a scratch; adhesive around light guide lens had a crack; detached adhesive on bending section cover; and connecting tube had discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a metal clip stuck inside the gastroscope. The issue was found in the middle of a gastroscopy procedure, that was completed with a similar device. There was about a three (3) minute delay. The device was returned for evaluation. During the device evaluation, a clogged channel tube and channel mount with an object that resembled an endoscopy accessory, and foreign object come out of distal end, due to clogged channel unit was found. There were no reports of patient harm, injury, or death. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of why the metal clip remained could not be determined. The instructions for use (IFU) provides the cautions for use of endo therapy accessories in ¿operation manual: 4.3 using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.